Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.

Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed